Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of needle 18 ga 1 in blunt fill sla experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: presence of foreign matter in the needle.

Manufacturer narrative:
H.6. Investigation: DHR was performed and no quality notifications or maintenance records were observed that could be related to the incident. No samples or photos of the reported incident were received for analysis. An investigation could not be performed as a result. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that an unspecified number of needle 18ga 1in blunt fill sla experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: presence of foreign matter in the needle.